Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 418 mg/dl. The customer had not reported the symptoms and stated he feels fine now. The customer states treated with bolus. Customer's current blood glucose value was 428 mg/dl. Customer's blood glucose value was 418 mg/dl at time of incident. Customer reported that he has 2 days that his blood glucose have been very high. Customer stated he feels that the pump is under delivering. Troubleshooting was performed. Customer was explained about the 2 high blood glucose rule. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal (slightly indented). Customer reports insulin exited at the qr. Customer reports basal rates are programmed accurately. Customer wishes to perform the high pressure test and customer has gotten several no delivery alarms in his alarm history and he is not at home to get his tubing clamp. Explained the 2 high blood glucose rule. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.